Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-02263. It was reported the patient's leads migrated causing ineffective stimulation. As result, surgical intervention took place where both existing leads were explanted and replaced resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.